Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Additional information has been requested. (B)(4).

Event description:
An optometrist reported a patient with a corneal abrasion in the left eye approximately one week post photo refractive keratectomy (prk). Patient notes pain, scratchiness, tearing and a foreign body sensation. Pain started at night and has not resolved. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Eye pain is a known side effect of refractive laser surgery. Irritation/ocular discomfort is a known side effect of refractive laser surgery. Foreign body sensation is a known side effect of refractive laser surgery. No technical root cause was identified. The root cause could not be determined conclusively. (B)(4).